Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a dental implant was placed using a surgiguide in a position that shifted toward the tongue side from the planned position, and the implant was removed and closed with gbr.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review was conducted with no discrepancies noted.